Manufacturer narrative:
Additional information: h6 and h10. The device is not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Imagery was provided by the site and revealed the following: one (1) strut appeared slightly bent outward at the inflow side observed during insertion through sheath. One (1) strut bent outward at the inflow side observed post procedure. The following instructions for use (IFU) and training manuals were reviewed: IFU commander delivery system with s3 thv, australia, device preparation manual, and procedural training manual. Delivery system insertion through sheath correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv delivery system 1 to 2cm. Note: in expectation of high friction, use short movements. No IFU training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from may 2020 through april 2021 for the sapien 3 (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of difficulty or unable to introduce delivery system and advance through sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty to introduce and advance delivery system through sheath. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Since no manufacturing non conformances or IFU deficiencies were identified, corrective action (CAPA) is not required. The complaint was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU training materials revealed no deficiencies. As reported, first valve prepped got stuck in sheath and would not advance so removed sheath and valve. It is possible that the valve strut interacted and catches within the sheath during the delivery system advancement through the sheath. If excessive force was applied, it can result in the observed bent strut. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv delivery system 1 to 2 cm. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , regarding an implant of a 29mm sapien 3 valve, by transfemoral approach. During advancement of the first 29mm sapien 3 valve and delivery system through the sheath, the system was stuck in the sheath and would not advance. The devices were removed. It was observed that the valve got stuck due to a strut bent and was caught in the sheath. There was no damage seen to the rest of the devices. There was no injury to the patient. A second 29mm sapien 3 valve was prepped was deployed successfully without issues and only trace ar.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691 2021 02800.